Manufacturer narrative:
The reported events of clavicle crush, noise, and failure to capture were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damaging/separating the lead insulation/ptfe liner of the inner coil and fracturing all five filars of the inner coil and one right ventricular cable conductor at the middle region of the lead. The reported event of noise and failure to capture was due to inner coil and right ventricular cable conductor being fractured consistent with clavicle crush forces.

Event description:
New information noted the right ventricular lead was exhibiting noise and failure to capture.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting clavicle crush. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.